Event description:
Pt revised for infection and fractured poly.

Manufacturer narrative:
Primary reported as 10-15 years prior. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.